Event description:
It was reported by the patient that they were admitted to the hospital after receiving multiple shocks from the device. The patient questioned why the device failed and indicated dissatisfaction with the device performance. Follow up was attempted but no additional information was obtained. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.